Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that the batteries were not holding a charge and failed at 28 mins on the battery test.

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that the batteries were not holding a charge and failed at 28 mins on the battery test.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "short battery runtime" is confirmed. The returned batteries failed battery load test during complaint investigation the pump shut off approximately 14 minutes when operating on battery power after a full charge. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.